Event description:
Medtronic received information that following the implant of edwards perimount valve, the patient developed ischemic stroke and died. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).